Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired during the service call.

Event description:
The customer reported that the 9800 system had poor image quality with the images overlapped. No pt injury was reported.